Event description:
It was reported that the unipolar lead impedance was low and that threshold was approaching a high value. The lead is still in use. No patient complications have been reported as a result of this event. It was later reported that the lead continued to have increased thresholds with sensing difficulty. Noise was found on the lead due to a suspected lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that the distal conductor was cut, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal induced oxidation and the outer insulation had cosmetic environmental stress cracking.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the unipolar lead impedance was low and that threshold was approaching a high value. The lead is still in use. No patient complications have been reported as a result of this event.